Manufacturer narrative:
H.6. Investigation summary a device history review was conducted for lot number 9233922. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue. H3 other text : see section h.10.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system tube was broken. This was discovered during use. The following information was provided by the initial reporter: when infusion was given to the children in the eleven wards, the indwelling needle extension tube was found to be broken, and the indwelling needle was removed and re-punctured.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system tube was broken. This was discovered during use. The following information was provided by the initial reporter: when infusion was given to the children in the eleven wards, the indwelling needle extension tube was found to be broken, and the indwelling needle was removed and re-punctured.